Event description:
During troubleshooting for a report of a check lines and bags alarm the home patient (hp) stated she started over with a new cassette, but the same bags and the alarm repeated. The technical service representative (tsr) explained that the set up was compromised and that they needed to start over with all new supplies. The hp stated they would start over with all new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. A follow up was done via phone call. The hp stated that the problem was with the bags and that they were not feeding into the lines. The hp stated the sample was discarded and he did not know the lot number of the supplies. The hp stated he was able to resume therapy successfully after starting over with new supplies. The hp stated he talked to his nurse about reconnecting the bags and his nurse told him not to do that. The hp stated since then everything has been going fine. There was no patient injury or medical intervention reported

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for a report of a user error was not confirmed. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Per the complaint information, the cause of the complaint is use error. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.